Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2021 with the blood glucose of 427 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states that auto mode was not time of high blood glucose event. Customer had symptoms headache, nausea and vomiting. The insulin pump will not be returned for analysis.